Manufacturer narrative:
Product event summary: it was reported that the controller ac adapter was unable to provide power. One (1) controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination but failed functional testing due to an intermittent connection within one of the wires of the cable's strain relief. This observation confirmed the reported event. As a result, the most likely root cause of the reported event can be attributed to wear on the strain relief, which likely contributed to the fraying or breaking of the cable wire. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter was causing the controller to beep. After switching to the back-up ac adapter, the beeping was resolved. The controller ac adapter was replaced. No patient complications have been reported as a result of this event.